Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the patient incurred a burn on the calf and the foot that was discovered by the surgeon upon the completion of the procedure. Did a pm after the event to inspect the device and figured that there were no issues found on it. Customer was unwilling to give information regarding the patient's status.

Manufacturer narrative:
One device was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample met specification as received. Details regarding a visual inspection were not provided. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.